Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens will be explanted from the right eye due to presumed calcification approximately 17 years post-implant. Additional information was requested, but has not been received.

Manufacturer narrative:
Additional info: the device manufacturing date is 09/26/2000. The serial number for this device was received. With this information, it was determined that the device was a hydroview 1.0 intraocular lens. Refer to FDA exemption e2008011.